Event description:
Related manufacturer reference number: 2017865-2022-40762, related manufacturer reference number: 2017865-2022-40763. It was reported a patient's pacemaker, right ventricular (rv) lead, and atrial lead presented with an infection. The system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.